Event description:
A nurse has reported that after giving a pt a blood glucose test he tried to remove the lancet from the easy touch device but found it too tight, after using force the cap of the lancet came off and the lancet cut his finger. The nurse was talking to another nurse while trying to remove the lancet and was not watching what he was doing. The wound was squeezed and the site was washed under running water. A hiv test was taken as stated in the hospital manual.